Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the serious degree of vascular tortuosity resulting in the reported failure to advance. During multiple attempts to advance the device manipulation of the device and/or inadvertent mishandling ultimately resulted in the reported material separation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a dissection in the carotid artery. Due to the serious degree of vascular tortuosity, the 8x60 mm xpert pro self-expanding stent system (sess) could not be advanced to the lesion despite multiple attempts. The shaft of the xpert pro sess separated outside the anatomy and the separated portion was simply withdrawn. The device was replaced with a non-abbott stent. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.